Event description:
It was reported that a tvt procedure was performed under conscious sedation. The physician used a kelly hemostat as a spacer and performed the cough test. Physician passed a dilator through the urethra at the end of the procedure. Following surgery the patient was unable to void. Physician was unable to pull down the tape and he concluded that it must have been a too tight. Pt was referred to a second physician who released the mesh and inserted a supra-pubic catheter during event date month. The patient then started to void, but had residuals of 300cc. Patient was unable to self-cath and when cystoscoped, it was noted that the mesh had eroded into the urethra. Physician removed the mesh via a vaginal approach and performed an urethroplasty in 2001.